Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: unable to duplicate complaint of under responsive keypad. Keypad cover intact; all buttons responsive during investigation. Removed cover; no contamination under contacts.. Unrelated to the complaint. Rust/corrosion in battery compartment leak test failed due to battery compartment leak. Battery compartment crack at the threads to the left of the bumper traveling down to the case seal. Opened pump; evidence of moisture on battery canister. Keypad flex fully seated in closed connector. Display is dim/fading. Audio bolus button cover damaged/punctured; button responsive during investigation.